Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The display was found to have loose screws. The display was reinstalled and the software was updated to the current version.

Event description:
It was reported that a doctor used a loaner promark endo motor that was making a lot of noise and the display was at an angle and was difficult to see. The doctor stated that he broke three files due to the loaner's settings.